Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother called in to report a keypad anomaly. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 164 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, however the caller declined to return the malfunctioning device for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected beep anomaly noted. The insulin pump had cracked case at the display window corner, battery tube threads and with minor scratched display window.